Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) would not shoot 2d scout shots. Manufacturing representative (rep) said that they had rebooted twice already. This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome. Troubleshooting stating that the leds on the mobile viewing station (mvs) were not illuminated yellow or green. Logs indicated that it was a "recoverable error. Message error protocol. X-ray control generator error." The pendant looked like it was ready to shoot in 2d. Rep rebooted again without the umbilical cord connected, which enabled radiation and the green led. They tried to take the 2d scout shots, which worked as expected. They continued the case as expected.

Manufacturer narrative:
H3) the software team reviewed the reported issue and found that this was not a software issue. Complaint data analysis found the event was due to a hardware issue. The manufacturer representative replaced the power supply. Adjusted 5v supply from factory setting to 5.12vdc, found cooling fan for source not working, cleared broken fan fin. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.